Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to erosion in the urethra. The pump and the cuff were explanted and a deactivation kit (plug) was used to allow the patient time to heal. Five months later, the patient underwent a new surgery in which a new aus was implanted. There were no patient complications.

Manufacturer narrative:
B5: describe event ot problem has been updated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date and lot number (of the balloon) were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to erosion in the urethra. The pump and the cuff were explanted and a deactivation kit (plug) was used to allow the patient time to heal; there was no new device placed. It was said that the patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date and lot number (of the balloon) were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to erosion in the urethra. The pump and the cuff were explanted and a deactivation kit (plug) was used to allow the patient time to heal; there was no new device placed. It was said that the patient fully recovered.